Event description:
Info received indicates that before the feeding was complete, the pump alarmed, shut itself off and reset itself to entirely new settings of 0.1 ml/hr. Pump had been running at 125 ml/hr. A nurse was at the pt's side and was able to reset the pump to the desired settings. The pump was new and had just been delivered the night before. Pump was infusing 8% dextrose as .45% normal saline with 15g protein.

Manufacturer narrative:
Moog attempted to have the device returned, but the device was not returned for evaluation. The complaint could not be confirmed. No serial number was provided.